Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the angio-seal anchor did not advance out the tip of the sheath when the sheath and closure device were connected. The entire device then pulled out of the body. Type of procedure performed was a peripheral angio. There was no blood loss. The patient's pre-procedural condition, current medications (include dosages), and relevant medical history was fine.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the carrier tube and hemostasis sheath. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The device appears to have been mated but were partially separated. The carrier tube is in rear lock position. The carrier tube shaft is separated from the hub. The anchor is stuck in the sheath cap, with the collagen and tamper tube present and the suture torn. One 6 fr angio-seal vip device was returned to terumo medical corporation. The sample was returned in used condition and contained the anchor, collagen and tamper tube. Therefore, the complaint can be confirmed for a device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).